Event description:
Boston scientific received information that a second revision procedure of this right ventricular (rv) lead took place due to high out of range pacing impedances > 2000 ohms and a loss of sensing. Upon explanting this rv lead it was noted that the helix was not fully extended. A new rv was connected to this cardiac resynchronization therapy defibrillator (crt-d) and post operative testing was performed. Noise, out of range impedances > 2000 ohms, as well as a decrease in sensing was once again noted after several attempts were made to re-connect the rv lead into the device header. The physician elected to replaced this device. Upon implanting a new ICD and connecting to the existing leads all measurements were within range and no noise was noted. No adverse patient effects were reported.

Manufacturer narrative:
Engineering further reviewed this event and this device was pulled from archive. Visual inspection confirmed the clinical observation of a weakened header bond. It was noted that on three sides of the header, medical adhesive was bonded to the header, but not the corresponding area of the device case. An x-ray of the device header found the header wires were fractured. Detailed analysis revealed that the header wires fracture was due to fatigue. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Additional testing was performed and an x-ray revealed that the feedthru wires were fractured in the device header. Upon detailed analysis this investigation will be updated.